Event description:
A report was received that the pt was experiencing charging difficulties since being involved in a car accident. The pt's ipg has also protruded outward but not breaking through the skin therefore the pt is not able to hold a charge. The physician determined the ipg would need to be replaced.